Manufacturer narrative:
The manufacturer was notified about a voluntary field safety notice/recall related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received reports alleging that the patient experienced the following: " eye irritation, skin irritation, respiratory tract irritation, kidney disease/toxicity, lung disease, acute kidney injury; acute chronic hypoxic respiratory failure; shortness of breath, and a nondescriptive allegation of "other." No specific medical intervention was mentioned. The manufacturer was made aware of this information through the customer¿s legal representative. Repeated attempts to have the device and components returned for evaluation and investigation were unsuccessful. The manufacturer believes they will be unable to gather additional information. The manufacturer is submitting a final report at this time. If pertinent information becomes available to the manufacturer at a later date, an addendum to this final report will be filed. Box h: evaluation method code, evaluation results code and conclusion code grid has been updated.

Event description:
The manufacturer was notified about a voluntary field safety notice/recall related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received reports alleging that the patient experienced the following: " eye irritation, skin irritation, respiratory tract irritation, kidney disease/toxicity, lung disease, acute kidney injury; acute chronic hypoxic respiratory failure; shortness of breath, and a nondescriptive allegation of "other." No specific medical intervention was mentioned. The manufacturer was made aware of this information through the customer¿s legal representative. Due to potential legal issues surrounding this case, no further investigation or follow-up can be conducted. If any additional information is received, a follow-up report will be submitted.